Event description:
Pt status post epoca revision on (B)(6)-2008 returned to surgeon. It was discovered pt had a failed tuberosity healing and pseudoparalysis. The original implantation with epoca was on (B)(6)-2008. Surgeon removed the cocr head, stem and eccenter. Pt was revised to a total shoulder. This is three of three reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.